Event description:
It was reported that the patient presented with high defibrillating impedance on the right ventricular lead. Further information was requested but not received.

Event description:
New information received notes that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited high defibrillating impedance. No intervention was performed. Patient condition was stable and the patient would continue to be monitored.